Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a black screen and wasn't communicating. The technical support specialist (tss) identified that the station experienced an unexpected shutdown, with logs stopping due to a suspected internal battery issue. The case was escalated for onsite support, and the fse replaced the battery. Post-replacement, the system was tested and confirmed to be functioning normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and failed to communicate. There were no delay, no adverse events or injuries reported based on this event.